Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 21019210, model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain and unwanted sensations around the ipg site whether the stimulation was on or off. The patient underwent an explant procedure.